Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported the patient received the following results within 15 minutes: 25.0 mmol/l (system 1) and 5.0 mmol/l (system 2). The same test strip lot number was used for both meters and results.